Event description:
Attempts for additional information from the physician have been unsuccessful to date. However, a copy of the death certificate was received indicating that the patient's death on (B)(6) 2005, was immediately caused by a traumatic brain injury sustained on (B)(6) 2005. The patient had an accidental fall due to a seizure. Follow up with the funeral home revealed that the devices were not explanted prior to burial.

Event description:
It was reported through a company representative that a vns patient was found to be deceased. The area representative indicated patient deceased secondary to a grand mal seizure as the patient fell and hit his head proceeding into a coma. Information from the treating nurse indicated there were no records of the patient as the patient live in a group home. At the moment, good faith attempts to obtain additional information regarding the event and the relationship to vns have been unsuccessful to date.

Manufacturer narrative:
Device manufacturer date, corrected data: the initial report inadvertently did not include the full date.